Event description:
The patient's mother claimed that the down arrow button is intermittently responsive to button presses. The pump reportedly has not been exposed to water and there are no sign of damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The patient's mother is unwilling to return the pump for investigation since the pump is out of warranty.